Manufacturer narrative:
(B)(6). Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿patellar tendon rupture and ligamentous laxity.¿

Event description:
It was reported that the patient underwent right total knee arthroplasty on (B)(6) 2013. Subsequently, a revision took place on (B)(6) 2014 due to instability and a lax posterior cruciate ligament. The tibial bearing was replaced with an anterior stabilized bearing and the patella was resurfaced.